Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient was experiencing loss of stimulation due to lead migration. It was noted that the patient had a non-device related vehicular accident which caused the patient¿s lead to be bent up; it was twisted and kind of torn a little bit at the bottom. In addition to that, the patient gone to the emergency room for pain and they took a computerized tomography (CT) scan and it confirmed that the paddle had migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well post operatively.